Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for various assays for one patient sample. Refer to the attachment to the medwatch for all patient data. Using cobas 6000 c (501) module serial number 16x3-04, the customer ran a metabolic panel on the patient and the results were results reported outside the laboratory. The results were questioned by a physician. On (B)(6) 2018, an aliquot from same sample was sent to a reference laboratory and tested. On (B)(6) 2018, the customer repeated the sample from a frozen aliquot on the original cobas 6000 c (501) module. The same aliquot was then tested on cobas 6000 c (501) module serial number (B)(4). The results from the reference laboratory were believed to be correct. The patient was not adversely affected. The reagent lot numbers and expiration dates were requested but were not provided. The investigation was unable to find a definitive root cause. The medwatchs involved in this event include (B)(6).